Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 28-year-old female patient underwent a breast augmentation surgery with a 400cc mentor memorygel breast implant on the left side and a 430cc mentor memorygel breast implant on the right side. Post-operatively, the patient experienced capsular contracture of an unknown baker grade on the right side as well as asymmetry between both of her breasts. The patient reported that her left breast has begun to appear smaller in size. As a result, the patient is scheduled for bilateral removal and replacement with 535cc mentor memorygel breast implants on (B)(6) 2022. This report is for the left implant. Refer to manufacturing report number 1645337-2022-10820 for the contralateral event.

Manufacturer narrative:
On september 15, 2022, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).